Event description:
It was reported that a patient underwent a ventral / incisional hernia repair approximately one year ago and mesh was implanted. The mesh was placed intra abdominally with six to ten centimeters overlap and four stay sutures. The surgeon stated that within a few days the patient developed a recurrent hernia. The surgeon opines that strong coughing from the patient attributed to the recurrence. A revision procedure was completed with a like device. Additional information has been requested.

Manufacturer narrative:
It was reported that the procedure was a primary closure and laparoscopic repair. The surgeon opines that perhaps if he had not closed the defect primarily, there wouldn't have been such a strong shearing force on the mesh repair. Currently the patient is doing fine.

Manufacturer narrative:
(B)(4). Recurrent hernia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.